Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens). It was reported that the patient was a trial patient sometime in (B)(6) 2021 and the day after they were implanted, they said they woke up and felt as though they had stuck their finger in an electrical outlet. The patient explained they felt pain from their chest down and was screaming from the pain. The patient said they had to be carried out of their house on a sheet and was given medication to calm them down. The patient initially said they were in the hospital for 3 days after due to the shock and then later said they were in the hospital for 2 weeks. The patient stated when they were implanted the stimulator was set at 1.0 and the next morning when they felt as though they were being shocked, it was at 3.3. The patient stated their doctor told them it may have been a defective device and patient was demanding answers to why this happened. The patient stated the trial device was removed and they were never implanted with a permanent device.  The patient stated they contacted a manufacturer representative (rep) and asked why this happened with their trial device and the rep instructed them to contact patient services (ps) for answers. Ps reviewed information and emailed field rep for visibility.